Event description:
It was reported that, during free collection on the tibia for a lateral cori ukr procedure, the doctor completed surface mapping and hit the continue button to advance forward to the planning screen, but the mesh did not save. They had to go back and collect the tibia again. The procedure was completed as planned with cori without impact to the patient. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. The reported unsaved tibia mesh could not be confirmed, however this issue is being further investigated by the software team. The initial tibia free collection screen shows the green collection points widget was not on, therefore no collection points were viewable. The screenshot also does not show a rendered bone model prior to exiting that state. A preliminary log file review was done. There were enough free points collected to render the bone mesh, and there were no errors indicating the mesh did not save. It is possible that the lack of bone model in the resulting screenshot may be due to a timing issue when the screenshot was taken. Because the user said the mesh did not save, this issue will be further evaluated. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.